Event description:
A report was received that the patient had developed an infection at the ipg site. It was noted that there was an insect bite on the scar which eroded into the pocket. The pocket site became inflamed and turned red and very sensitive to the touch. The pocket site was not opened and no breakage in the skin. The physician believed that the infection was not device related. The patient was prescribed antibiotics which helped heal the infection and clean the site. The patient underwent an explant of the ipg. No device malfunction was suspected. The patient underwent another procedure to implant a new ipg and was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2015. Date of explant: (B)(6) 2015. The explanted device was not returned to bsn.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms were inflammation, redness, and sensitivity to the touch. The physician believed that the infection was not device related. The patient was prescribed antibiotics which helped heal the infection and clean the site. The patient underwent an explant of the ipg. No device malfunction was suspected. The patient underwent another procedure to implant a new ipg and was reportedly doing well postoperatively.